Event description:
Device 1 of 3. Reference MFR reports: 1627487-2011-02222 and 1627487-2011-02223. The pt received an scs system, including an ipg and two percutaneous leads (placed occipitally/off-label), on (B)(6) 2010. During the implant, one of the pt's leads indicated contacts 5, 6 and 7 were invalid. The physician decided to implant the lead anyway. The lot number for the lead was not provided, therefore, a report has been submitted for both leads. The pt reportedly presented to the facility after being in an automobile accident on (B)(6) 2011 complaining of swelling and pain in her neck. In addition, the pt reported, the stimulation amplitude had decreased after the accident. The pt was diagnosed with whiplash and was scheduled for an x-ray of her scs system. The results of the x-ray are pending at this time. Follow up on the pt found she is working closely with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.